Manufacturer narrative:
After a email conversation with the perfusion territory manager (ptm) about the incident, he stated that according to the customer the problem was fixed and after this the machine worked fine without any other faults. The machine was running in stand alone mode. In a subsequent email from the ptm "he assume that it was not an issue with our product". The customer did not provide us with any further information. According to our therapy application manager: the patient's intravasal fluid volume was insufficient. Accordingly, the pump could also promote no end fluid. The user has detected this and acted accordingly. The patient had a problem, not the rotaflow. The user was initially unsure about the following cause of the break-in of the river and informed the manufacturer. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that a patient was on ecls with rotaflow and they "could not get any flow" and the perfusionist at the hospital was currently hand cranking. Customer called the service technician during the incident and the perfusionist asked the technician about the power up sequence and as they were discussing this, the perfusionist had another call and put the technician on hold. The perfusionist came back 2 minutes later and said " problem is fixed, the rotaflow is working again. The technician made sure that the patient was ok and the perfusionist did not need further assistance before the call was finished. No harm to the patient was reported. (B)(4).